Manufacturer narrative:
Service technician performed safety checklist, no hard issues to note. Head over 80000 shots and some coating degradation inside head and on filters. Performed pm root cause degradation inside heads. No follow needed.

Event description:
Patient complained of bruising or swelling - mostly in the face area. Patient was given oral prednisone due to eyes swelling. -karl (rn) states that there are no error codes ...system seemed to be working fine during treatments also - room temp also seemed to be warm during the treatments. Ac is down, the patient was prescribed prednisone for 3/4 days.